Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found the haptic torn. Claim # (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. Implant date: unk. Explant date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -09.00 diopter, in the patients eye. The lens was explanted due to 25% vault. The lens was replaced with another micl lens. Additional information has been requested but none has been forthcoming.